Event description:
During the insertion of PICC line, the right brachial vein was accessed using modified seldinger technique. While attempting to thread wire through the needle resistance was met. Attempt was stopped, the right brachial vein was accessed with new cook medical wire; cope mandril wire pmg-18sp-60-cope-nt. The wire was able to be advanced. While adjusting wire, it was noted to snagged on the needle. The needle and wire were removed simultaneously. It was noted that the wire had sheared at the end. The radiologist recommended x-rays of any involvement to see if there were any wire fragments. Chest x-rays and right humorous x-rays were done with no fragments noted. Because the brachial vein was the only vein large enough for a PICC line, the attempt at PICC line placement was aborted. A peripheral IV was started and invanz given as ordered. IV was flushed and wrapped. The patient was discharged home to nursing center.